Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver charge test failed. The receiver boot test failed. There was no receiver data log available for download. The customer complaint was undetermined because there was no indication of an inaccurate cgm value as no data was available. A probable cause could not be determined via product evaluation.